Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via helpline solutions tracker of unexplained high blood glucose readings from the insulin pump. The customer stated that he also once forgot to change the insulin after 3 to 4 days. The customer stated that a couple of times, he pulled the infusion sets out on accident. The customer stated that he once got the infusion set caught on something. The customer stated that he has gotten auto-off alarms a few times.